Manufacturer narrative:
Corrected data: this event was initially included in vmsr filing 2648035-2021-00008. Due to the inclusion of other ancillary details that may appear as causes in the vmsr filing, this event is now being captured as an initial 30 day MDR. This report captures the event for serial number (B)(4). This is report number 2 out of 20 reports that are being submitted as initial individual mdrs . Device evaluation: the lens was returned cut in two parts, making it visually impossible to observe unacceptable scratches (if any) on the return. One lens haptic was observed detached. Residues of viscoelastic were observed on the lens surface/body. The condition observed is consistent with a lens that has been cut due to iol removal or explant process. Due to the conditions of the sample returned the reported issue could not be verified. No product deficiency was identified. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints were received for this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was inserted into the patient''s right eye and was removed during the same procedure due to a scratch that looked like the iol was cracked. There was no patient injury, and no medical/surgical intervention such as vitrectomy, incision enlargement, or sutures were required. The lens was replaced with another lens of the same model and diopter. The patient is doing okay post-op. No further information available.